Manufacturer narrative:
Additional information: device manufacture date was provided. Correction: part name, number, UDI and manufacturer. Updated to reference correct information. A medtronic representative went to the site to test the equipment on 27 january 2017. The representative reported that they replaced the cpu for the navigation system. Following installation of the computer, no video feed was found on the system. However, the original computer provided video feed. A new replacement computer was then shipped to the representative returned to the site to perform the replacement on 31 january 2017. The new replacement computer was installed into the system and the reported issue was resolved. The navigation system then passed the system checkout and was found to be fully functional. The replacement computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The original computer was returned to the manufacturer for analysis. Testing found that the computer was cycling power. Following re-seating the ram modules on the computer, the reported issue was resolved. This indicated an electrical failure due to loose connections.

Manufacturer narrative:
A medtronic representative reported that the system did not shut down but that the surgeon monitor display dimmed darker than the staff cart monitor. No root cause was reported and a system checkout was performed showing no issues with the system.

Event description:
A site representative reported that during surgery the system allegedly shut down on its own. The site rebooted the system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.